Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the patient presented to the hospital, after receiving inappropriate shocks for svt. The patient was in good health condition after event and will be monitored closely.

Event description:
It was reported that the patient received inappropriate hv therapy. The event was resolved, however, the resolution is unknown.